Event description:
It was reported that after an angioplasty, the physician deployed a 6f angio-seal device. The puncture site was reported to be in the left common femoral artery and the vessel was approximately 8 mm in diameter with no signs of vascular disease. The black compaction marker was not seen immediately, but became visible as per instructions for use after a few moments of maintaining the tension on the suture/tamper tube and hemostasis was achieved. Approximately ten minutes later, the pt reported pain and appeared to have a pale leg on the side where the angio-seal was deployed. The ultrasound revealed reduced blood flow at the puncture site. The physician reported that the anchor did not appear to be sitting flush with the arterial wall and appeared to be sitting transversely in the artery lumen. The pt was referred to a vascular surgeon to remove the angio-seal device. The device was retrieved with all three components present however, the anchor appeared to be bent in the middle, but not broken. The anchor appeared correctly oriented with the suture tunnel dome facing the collagen. The pt re-presented approximately 1 week after surgical removed of the angio-seal with symptoms of claudication. Surgical exploration resulted and revealed a "flap" proximal to the puncture site which is though to have been intermittently impeding blood flow. The pt was reported to be in good condition.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. A search of the database revealed no training record for the user. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt vascular anatomy, absorbable components and delivery system should be withdrawn from the pt. Hemostasis can then be achieved by applying manual pressure. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.